Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that "the protector seems to be loose and while pharmacist is trying to adjust the protector the balloon part broke", this occurred with bd phaseal protector p50. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no non-conformances were found during the DHR review. No physical samples received. One picture sample received with the communication of the complaint. The defect is confirmed: the protector is assembled inclined to the vial and the expansion chamber is broken. Two retained samples were taken for evaluation: no defects confirmed. Retained samples: visual inspection shows no defects. The caps are not found loose. The two samples were attached to the vials using a m12 assembly fixture. Protectors fitted properly to the vials and no breakage took place during handling. Investigation conclusion: no defects were found in the retained samples. No evidence or failure during the manufacturing process was found. The protector was broken by the user handling. M12 assembly fixture makes the connection easier.

Event description:
It was reported that "the protector seems to be loose and while pharmacist is trying to adjust the protector the balloon part broke", this occurred with bd phaseal¿ protector p50. No serious injury or medical intervention was reported.

Event description:
It was reported that "the protector seems to be loose and while pharmacist is trying to adjust the protector the balloon part broke", this occurred with bd phaseal¿ protector p50. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.